Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot: f2601309 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in a superficial femoral artery (sfa) procedure. The user was trained on the device, and the device was prepped and stored according to the instructions for use (IFU). A non-cordis sheath introducer with a french size of 6fr and length of 11 cm was used. The balloon did not lose pressure during patient use. There was prior pta in the common femoral artery. No visible damage was observed on the sheath or its distal end after removal. There was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm, and there was no vessel tortuosity. The device will not be returned for analysis.